Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that echocardiograms (echos) were done on (B)(6) 2016, (B)(6) 2016, (B)(6) 2016, and (B)(6) 2016; showed a small to moderate pericardial effusion, loculated apically. On (B)(6) 2016, the patient was taken back to the operating room for a pericardial effusion, and had a subxiphoid drainage, and insertion of pericardial drain performed. A moderate volume pericardial effusion (250ml) that was dark blood in nature with few clots were found, 250 cc were from the pericardial cavity. The transesophageal echocardiography (tee) confirmed drainage of the effusion. Bleeding sites were controlled and hemostasis was assured. The patient tolerated the procedure well and was returned in stable condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported bloody pericardial effusion could not be determined through this evaluation. It was reported that echocardiograms performed on (B)(6) 2016 (post-implant day 5), on (B)(6) 2016 showed a small to moderate pericardial effusion, loculated apically. On (B)(6) 2016, the patient was returned to the operating room due to the pericardial effusion and underwent subxiphoid drainage with insertion of a pericardial drain. A pericardial effusion of moderate volume (250 ml) that was dark blood in nature with few clots was reportedly found, with 250 cc from the pericardial cavity. A transesophageal echocardiogram confirmed drainage of the effusion. The bleeding sites were controlled and hemostasis was assured. The patient reportedly tolerated the procedure well and was returned in stable condition. The pericardial fluid collection event was reported to have resolved on (B)(6) 2016. Following this event, the patient remained ongoing on (B)(6) with no further related issues reported. The patient ultimately received a heart transplant approximately 2.5 years later on (B)(6) 2019 due to an unrelated issue. The device was returned and evaluated under MFR#: 2916596-2019-01302. The heartmate 3 lvas IFU lists bleeding and pericardial fluid collection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.